Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of an nc quantum apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation on the shaft at 140cm distal of the strain relief. The shaft appeared to have burst. There was contrast and blood in the inflation lumen. There was no inner shaft. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture and tip detachment were encountered. An unknown stent was placed in the middle of an unknown vessel but was not fully expanded. A non-bsc balloon was inflated three times, however, it burst. A 12mm x 4.50mm nc quantum apex balloon catheter was then inflated, however, during the second inflation, at approximately 34 atmospheres, it also burst. It was noted that the tip with the marker, came off when the balloon burst. The marker and the fragment were removed by pulling the guide and the sheath out of the access site. No further complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture and tip detachment were encountered. An unknown stent was placed in the middle of an unknown vessel but was not fully expanded. A non-bsc balloon was inflated three times, however, it burst. A 12mm x 4.50mm nc quantum apex balloon catheter was then inflated, however, during the second inflation, at approximately 34 atmospheres, it also burst. It was noted that the tip with the marker, came off when the balloon burst. The marker and the fragment were removed by pulling the guide and the sheath out of the access site. No further complications were reported and the patient's status was stable.